Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that locking mechanism is defective. The following information was provided by the initial reporter. The customer stated: "it was reported that locking mechanism is defective. The customer reported an issue with the safety lock (cap) for product 368607 lot 1300830.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed as the eclipse shield has separated from the hub. Additionally, 20 retention samples from bd inventory were evaluated by functional shield testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that locking mechanism is defective. The following information was provided by the initial reporter. The customer stated: "it was reported that locking mechanism is defective. The customer reported an issue with the safety lock (cap) for product 368607 lot 1300830.¿